Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information: product ID 8709sc, explanted: (B)(6) 2014.

Event description:
Additional information: the catheter was removed and replaced.

Event description:
It was reported that a test was done on (B)(6) 2014 and the health care professional (hcp) found a leak in the catheter. The patient was supposed to meet with the hcp to discuss revision, but their appointment was canceled. The patient had been on oral baclofen to compensate. It was noted that the patient had problems since implant. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.